Manufacturer narrative:
The event of abandoned trial procedure was reported to abbott. During an implant surgical procedure for a lead, the physician was unable to place the lead due to patient anatomy. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-02241. It was reported during a trial procedure on (B)(6) 2021 the patient experienced discomfort while placing the leads due to scar tissue. Leads were removed and the physician abandoned the trial.